Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh has become aware of a customer complaint alleging a sudden "release" of the maxi sky 600 ceiling lift strap and spreader bar. According to the information that has been reported by the customer, the ceiling lift "strap jerked and went slack". As a consequence of that, the resident with a spreader bar were reported to have fallen into the bed. It remains unknown whether the patient sustained any injury.

Manufacturer narrative:
Arjohuntleigh received the customer complaint related to ceiling lift device - maxi sky 1000, attached over the resident's bed. Complaint description indicates sudden, unwind of the ceiling lift strap and the spreader bar while being used with the resident and as a consequence resident's fall to the bed. Fortunately, any injury nor harm were noted. When reviewing similar reportable events registered for maxi sky 1000 and similar ceiling lift, in the last 5 years (awareness date between oct 2011 until mar 2017), we have not found any similar complaint related to the investigated issue. According to that, this particular complaint appears to be an isolated occurrence. In the light of the information provided in the complaint, the lift strap was unwinding without any comments being given. During the inspection of the involved device performed by the technician, it was established that the device was not working according to its specifications. Only one of the two lifting motors worked correctly. Please be aware that the motor converts electrical energy into mechanical energy, what in consequence set in motion mechanical parts of the transmission box which is responsible for up/down movement of the lift strap. To resolve this issue the technician replaced the pcbs. It appears most likely that due to this malfunction the strap was accumulated in the plastic cab in the ceiling lift, until the unexpected release of them. Above hypothesis cannot be confirmed with a high degree of certainty because after the event, the technician cannot duplicate the claimed issue. Please note, that the length of the release of the lifting strap is very limited. In case of a transmission or motor failure during patient transfer, the automatic emergency brake would engage and will stop a strap from unwinding. Therefore the fall of the patient will be automatically stopped by the safety features incorporated into the device. Using the device as per its intended use and according to instructions included in instruction for use should prevent a uncommanded unwinded of the lift strap. It needs to be emphasized that the arjohuntleigh ceiling devices are equipped with emergency safety features (emergency stop and emergency lowering system) that shall be activated in case of any electrical failure of the lift to provide safe and smooth completion of the resident transfer. The following contents of the instructions for use (IFU 001.14160.33 rev.17) as supplied with the device, clearly states that this device must be only used by trained caregiver: "the maxi sky 1000 is designed for lifting patients in a homecare setting, at nursing homes and other assisted living centers. Patient transferring is performed under the supervision of appropriately trained caregivers in accordance with the instructions found in this manual." Sum up, the device was being used with a resident at the time of the event and played a role in the reported incident. The one of two lifting motors was not working and from that perspective, the device was not up to its specifications during the incident. We find this complaint to be reportable to the competent authorities in abundance of caution based on the potential of the injuries when the situation re-occur: sudden release of the ceiling lift strap during the lifting procedure and reported resident and spreader bar fall.

Event description:
Arjohuntleigh received the customer complaint related to ceiling lift device - maxi sky 1000, attached over the resident's bed. Complaint description indicates sudden unwinding of the ceiling lift strap and the spreader bar while being used with the resident and as a consequence resident's fall to the bed. Neither injury nor harm were noted.